Event description:
Caller reported an issue while trying to load a new cartridge onto a pump, as the device repeatedly failed to complete the fill tubing step, requiring multiple attempts to restart the process. There was no adverse impact to the customer's blood glucose level. The issue was resolved, allowing the customer to resume insulin.